Manufacturer narrative:
The patient has decided not to undergo a surgical procedure to remove the electrode array and asic chip. However, the implanting clinician has recommended the patient remove the fractured parts of the stimulator. The patient reported having fully recovered after the explant procedure, and no further issues have been reported. The complaint was submitted using the no therapy/loss of therapy topic. Therefore the questionnaire was not reviewed for this complaint because it was not applicable for the issue reported. However, stimwave quality contacted the clinical representative to obtain more information on how the implant procedure was performed. The clinical representative disclosed the following related to the implant procedure: patient's skin was prepped, there was only one pass/attempt to place the device, antibiotics was prescribed, appropriate equipment was utilized, and IFU was followed. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing is due to the patient is a poor candidate due to health (patient had multiple co-morbidities, including diabetes, high blood pressure and osteoarthritis), weight, age, or mental capacity and the clinician knowingly implanting the device (user error-clinician). The cause of the inadvertent stimulator breakage was due to clinician explant technique.

Event description:
Patient had implanted device explanted due to delayed wound healing.